Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch up cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Additionally, the pitch down cable was frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken and frayed cables, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a loose wire was identified on the pk dissecting forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.